Event description:
Wheels loose on crash carts, some coming off. Employee was performing checks on carts, when the cart fell over. In an attempt to right cart he sustained an inguinal hernia. Surgical intervention necessary. Emergency carts were observed to have loose/missing bolts allowing casters to come off while in use or while being restocked.